Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in the initial report: health professional was inadvertently left out of the initial medwatch report as a report source. During inspection and testing, the reported issue (b30 error) was not confirmed or duplicated. However, it was observed the device was not displaying an image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely the image abnormality including the event was caused by the following: a) conduction failure of circuit board inside scope connector due to water that invaded device from leaked location. B) kink/breakage of ccd (charge-coupled device) cable by physical stress applied to the insertion section. C) conduction failure of circuit board inside scope connector due to water that invaded the subject device by causes such as the following. Stress applied to open venting connector accidentally while device was under water. Foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unable to be closed. Water invaded leak test air tube by breakage/misconnection of the tube, breakage of packing at reprocessor/the tube, or the like during using reprocessor. The invaded water entered scope connector during leakage test. Immersed device in fluid for reprocessing while sterilization cap was attached. Connector cap of leakage tester was attached to wet venting connector. Leakage tester was attached/detached while device was under water. D)temporary failure of ccd/circuit board inside scope connector by the following handling. System ground wire was not connected. With the system power on, remove and insert the scope connector. -dirt, moisture, and others are attached to the connector contact section. E) failure of the system. The device's operation manual provides the following warnings which may help to prevent the issue: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ the device's reprocessing manual provides the following warnings which may help to prevent the issue: "before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device did not display an image. Additionally, it was noted that there were multiple dents in the bending section and insertion tube, lost scope identification information, bending section had a hole, bending section glue was lifted, switch buttons 1 and 2 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 scope communication error prior to an unknown procedure. There was no delay in the procedure and it was completed using a similar device. There was no report of patient harm associated with this event.